Event description:
It was reported that during a low anterior resection procedure, the device fired without incident. Once it was removed, two unformed staples were noted. The staple line was over sewed. The donuts were perfect. No patient impact.

Manufacturer narrative:
(B)(4). Date sent: 03/23/2012. Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction of the bowel? What. Color reload? Ntlc75, asku. On what tissue type was the device used? Unk. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) asku. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Unk. Was the spike of the trocar inserted through bowel lateral or through the staple line? Asku. What confirmation did the surgeon receive that the anvil was firmly attached? Click when the device was fired, what was the location of the indicator within the gap setting scale? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Possible how did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donut confirmation. Is there any other additional information you would like to share about this device, procedure, patient or physician? No. What were the indications for surgery? What was found? Asku. Does the patient have any relevant history of surgical treatments? No. What are the patient's age and sex? No. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Asku. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). Anvil_not returned. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.